Event description:
It was reported that the patient had several aborted episodes. Noise was observed on the egms. It was noted that the pacing lead impedance, capture and sensing were all appropriate and stable. Noise was generated, but not oversensed. X-ray did not show any lead defect. The sensitivity on the device was temporarily reprogrammed, and the patient is scheduled for replacement.

Manufacturer narrative:
No medwatch form was received.

Event description:
The lead was capped and will not be returned for analysis.